Event description:
The shaft of the handle broke. The surgeon did not pre-drill and the anchors were left in the patient. There were two anchors used and the shaft broke or stripped. As a result, the anchors were left proud. The surgeon pounded the anchors in. Anchors did not supply any fixation.

Manufacturer narrative:
Device was returned for evaluation. Evaluation of the device showed the distal tip of the inserter is bent and twisted. This condition was the result of the surgeon not pre-drilling which is required per the device IFU.